Event description:
Clinical study. Same pt as 6000089-2006-01903. It was reported that 133 days after a coronary drug eluting stenting treatment procedure the pt experienced a stent thrombosis (st) and 9 days later underwent a target vessel reintervention (tvr) by undergoing coronary artery bypass grafting (CABG). The lesion being treated in the index procedure was a 3.0mm, 85% stenosed, 24mm long portion of the proximal left anterior descending (prox lad). The physician treated the lesion with predilatation and successfully placing two (3.00x28mm and 3.00x8mm) taxus liberete' drug eluting stents in the target lesion. There were no reported complications. The pt was discharged 3 days later on plavix and aspirin. At 113 days after the initial procedure, the pt experienced a st and underwent CABG surgery 9 days later, bypassing the lad. In the opinion of the physician, the relationship of the st and tvr to the liberte' stents is definitely related. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available, a supplemental medwatch report will be filed.